Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt unwell. They were examined and the crt-p had entered safety mode. Technical services (ts) was consulted and discussed the device needed to be explanted and replaced. There is no indication an explant procedure has been scheduled or performed at this time. No adverse patient effects were reported.